Event description:
Healthcare provider reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/12/2024.

Event description:
Healthcare provider reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified tear. As per the investigation procedure creases were observed. None of the observations were found to be potentially related to the manufacturing process,

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.